Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile for the treatment day is not available, so the logfile review could not be done. Clinical review confirmed the root cause identified by the company clinical applications specialist. The canal was not lengthened long enough to expel the resulting gas/vapor in the eye. The gas created an area between the cornea and cone where there was not enough energy to create the flap. According to the user manual, the canal length is adjusted to the limbus or to the area of maximum flap-positioning. No technical root cause was identified. The root cause was a too short canal set by the user. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that canal was not lengthened long enough to expel the resulting gas/vapor in a patient's left eye during lasik flap creation. The gas created an area between the cornea and cone where there was not enough energy to create the flap. Surgeon postponed treatment. No patient harm was reported.